Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had overstuffed the matrix drawer, causing bandages to fall behind the drawer. A field service engineer (fse) removed the bandages to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es multiple drawers failed to open. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.